Event description:
During routine testing of the device at the service center, the service technician reported that the hansen fittings were leaky. Since the event occurred during routine testing, there was no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.